Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricular lead was exhibiting lead noise. The noise was diagnosed appropriately and no inappropriate therapies were delivered. An x-ray was performed which showed that the lead's conductors had externalized. No interventions have been performed.